Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified in the pump logs; however, a cause could not be identified. A different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a malfunction code during bolus delivery. The customer's blood glucose level was "good". The customer was to use insulin injections for insulin therapy.